Event description:
It was reported that the insulin pump alarmed no delivery excessively during bolus attempts. The caller stated that the reservoir was not empty. The caller ran the high pressure test to 3.4 units. The customer was advised to contact a doctor to check for scar tissue at the insertion site. The customer's blood glucose was 300 mg/dl. The caller reported running a test bolus of 5.0 units, and it was delivered without any alarm. During the call, the customer noted that they were using generic supplies for the infusion set and reservoir. The caller was advised that sample supplies would be sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.